Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4).

Event description:
The customer reported via phone call that she was hospitalized for a high blood glucose of 1,100 mg/dl and diabetic ketoacidosis. Prior to the hospitalization, the customer went hiking and then went home to sleep; when she woke up she was hyperventilating. The customer also experienced vomiting, extreme thirst, and dizziness. At the hospital she was treated via IV drip. She also administered insulin pump deliveries. Troubleshooting was initiated for the high blood glucose. The drive support cap appeared normal. The device settings were not changed as well. The customer did not have a tubing clamp for a high pressure test. The customer was advised to change their entire set, reservoir and insulin and treat per health care professional's instructions. No products were returned or replaced